Event description:
It was reported that the user became frustrated with the ilet pump, intentionally disconnected it from their body, and subsequently experienced high blood glucose, with cause of hyperglycemia unclear and no alerts or alarms reported. Symptoms included hyperglycemia. Outcomes included no reported long-term impairment or required medical intervention. Investigation included follow-up for additional information and blood glucose details. Investigation of this case revealed insufficient information to identify a device malfunction, and user-driven disconnection was noted without evidence of a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive due to insufficient information. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.